Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson, vision has been submitted.

Event description:
It was reported that during laser vision correction surgery on (B)(6) 2017 surgeon noticed the intralase skipped a section. The doctor cut through it to create the flap. The procedure was completed successfully. It was stated that the patient did not experienced loss of best corrected visual acuity (bcva). The patient complained of halos/glares/shadows and streaks. Patient reported symptoms are interfering with daily activities. The patient was seen back on (B)(6) 2017 for flap lifts to try and smooth ridge. Bcva from (B)(6) 2017: right eye pre-op 20/20 -5.25 x .00 x 90, left eye pre-op 20/20 -5.50 x -.25 x 100. Bcva from (B)(6) 2017: right eye post-op 20/20 -.25 x -.25 x 13, left eye post-op 20/20 3.50 x -4.75 x 128.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson, vision has been submitted.